Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it could be confirmed that a leak failure occurred in the subject device. Therefore, we surmised that the foreign material might have remained because reprocessing could not be completed properly. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope had foreign material in the distal end, foreign material inside the nozzle, and foreign material in the air/water cylinder. There was no patient involvement.